Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.1, lab: 2.4. Patient's target therapeutic range is 2.0-3.0. Meter test performed immediately after lab draw.

Manufacturer narrative:
Per issue, patient is on pain medication. Patient medication may interfere with coagulation test and may lead to unexpected inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.1 inr, reference: 2.4 inr, mean: 1.75, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. As of (B)(6) 2011, no product is expected to be returned, no strip lot information provided. Unable to perform in-house investigation. No further investigation will be pursued at this time. Patient's condition and/or medications may have contributed to unexpected result. Analysis of the client's data from inratio and reference tests revealed that test result comparisons did not meet accuracy criteria. No strip lot information was available. No product was expected to be returned. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.